Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. A report was received that a cypher select sds was associated with balloon burst. The event involved a pt of unknown age, gender and medical history. The reason for the pt's admission to hospital was not reported; but an angiogram revealed a lesion in an unknown coronary artery. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the introduction of a 2.75 x 13mm cyper select stent. When the physician attempted to deploy the stent, the balloon is reported to have ruptured. The amount of pressure applied to the system was not reported. The product was removed without injury to the pt. It is not known if this retrieved sds include its' associated stent. The procedure was completed with another cypher select product. Attempts to get further clarification of this event have been unsuccessful. The product was returned for eval without its' associated stent. A visual analysis of the balloon revealed a 0.8cm axial tear at the distal marker band. Microscopic examination of the distal marker band revealed no anomalies. Sem analysis of the outer surface of the balloon material revealed no evidence of surface abrasions that might have initiated the balloon burst. A DHR review of the involved lot number revealed that the product met requirements for product acceptance and that it had passed burst testing that was performed during the manufacturing process. Conclusion: based on the limited info provided, it is not possible to draw a conclusion about a relationship between the device and the event. Though the complaint of balloon burst was confirmed, the exact cause could not be conclusively determined.

Event description:
While under going to ptca procedure, a 2.75x13mm cypher stent was inserted and when about to deploy the stent balloon ruptured. Another cypher was used and the results were good. Additional details regarding the procedure are not available.